Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during drain 2 of 6 of peritoneal dialysis (pd) therapy, while the hp was connected. The care giver (cg) stated that, prior to the alarm, the hp had disconnected and reconnected during therapy to use the restroom. It was found that the hp did not follow the proper disconnection procedure, though they did reconnect aseptically. The technical service representative (tsr) explained the alarm and had the cg close the clamps and cycle the power on the hc device to clear the alarm. The hp was to restart therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, improperly disconnecting from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. However, should additional relevant information become available, a supplemental report will be submitted.